Event description:
It is reported that a customer experienced high blood glucose of 429 mg/dl. The customer was assisted with trouble shooting and rewinding their insulin pump. The customer completed a priming process and the insulin pump worked as designed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.